Event description:
It was reported to bsc/target that during the procedure when the physician tried to reposition the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit, it detached within the aneurysm without activating the power supply. The pt was reported to be in good condition. At this point, it is unknown whether the device will be available for eval. Add'l info will be requested.